Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance, and the customer¿s complaint was confirmed. The device was not reported to be in use by a patient. During the evaluation of the trilogy o2 ventilator it was noted that an error code in relation to (obm_air_flow_sensor_failed) was recorded in the device event log. In conclusion, the device's oxygen blender board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected oxygen blender board was sent to the manufacturer product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance, and the customer¿s complaint was confirmed. The device was not reported to be in use by a patient. During the evaluation of the trilogy o2 ventilator it was noted that an error code in relation to (obm_air_flow_sensor_failed) was recorded in the device event log. In conclusion, the device's oxygen blender board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected oxygen blender board was sent to the manufacturer product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. New information linv: the oxygen blending module board was returned to manufacturer riql for the failure of (obm_air_flow_sensor_failed). This component has already undergone a comprehensive evaluation at the service center prior to arriving at riql, and there is no association with patient harm. Therefore, no further investigation of the oxygen blending module pca is required at this time. The oxygen blending module pca has been scrapped.